Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users received a ¿not authorized¿ message when attempting to perform waste documentation within med link. The user confirmed that no changes had been made to user roles or to the affected users and the issue might also have affected other users attempting to sign off on waste. This situation presented a potential risk for diversion and required immediate attention. However, there were no delays, adverse events or injuries reported based on this event.